Event description:
It was reported that post operation, both right atrial (ra) and right ventricular (rv) leads dislodged. During lead revision procedure, unsatisfactory helix fixation was noted on rv lead. The rv lead was explanted and replaced. The ra lead was successfully repositioned. Patient was stable.

Event description:
It was reported that the patient presented in the clinic for a follow-up. Device interrogation revealed failure to sense and failure to capture in both the right ventricular (rv) and atrial (ra) leads. Inpatient telemetry further confirmed that both ra and rv leads were dislodged. The physician decided to reposition both leads. During the lead revision procedure, unsatisfactory helix fixation was noted on the rv lead. The rv lead was subsequently explanted and replaced, while the ra lead was successfully repositioned. The patient remained stable throughout the procedure.